Event description:
It was initially reported by the physician that they had read about one of their pt's death in a obituary. They could not remember the pt's name or date of death or event the reason of death. No add'l info was provided. Good faith attempts to obtain any add'l info has been unsuccessful till date.